Event description:
The report rec'd from the affiliate indicated that during an emergent interventional procedure while implanting a cypher 3.5x18 mm stent, the stent delivery sys (sds) balloon burst at 14 atm. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: a 99% stenosis, slightly calcified, and not tortuous. A 7 fr. Mach1 fl4 guiding catheter, a neo soft guidewire was used for the lad and a choice pt guidewire was used for the first diagonal branch - double-guidewire technique. The lesion was pre-dilated with a speeder 3.5x20 mm balloon. Ivus was done. After the stent was implanted and after the balloon burst, the stent was post-dilated with a maverick 3.75 x 12mm balloon. The procedure was successfully completed at this point. Three was no reported pt injury. The pt was scheduled for a percutaneous coronary intervention of the circumflex five days after the index procedure. The pt's condition was reported to have changed suddenly and the pt was studied four (4) days after the index procedure. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent in the proximal lad target lesion. Balloon angioplasty was done to treat the sub acute thrombosis. After the treatment, the pt did not recover and expired. Add'l info has been requested regarding this event.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod was returned for eval and testing; however, the engineering eval is not completed. Add'l info will be submitted within 30 days upon receipt.